Event description:
It was reported that in central processing during cleaning and sterilization of the instrument, the customer noted a 'broken cable' on the cadiere forceps instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering was unable to confirm the customer reported failure. Instrument is a single site forceps, driven by a push-pull rod, it does not have drive cables. Additional observation not reported by site was a broken main tube. Peek main tube was found to be broken at the distal end, where it mates with the distal clevis. Due to push-pull design, grips do not open/close as a result of tube breakage. Engineering concluded that damage was likely due to mishandling / misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.